Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up report will be submitted.

Event description:
This is a report of peritonitis in a patient coincident with dianeal and extraneal therapies for peritoneal dialysis (pd). Action taken with dianeal and extraneal therapies was not reported. The cause of peritonitis was unknown. The patient was not hospitalized for the event. The patient was treated with fortum 250 gm in each bag (ip) for 14 days and vancomycin 2g 1st day and 7th day. The regimen was continued. The outcome of this peritonitis event was unknown.